Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Additional findings were identified: fiber bonding in the outer tube area (distal end) is damaged; cover glass of the insertion section is cracked, and protector of the video cable section is cut. Based on the results of the investigation and information obtained from this complaint, the most probable cause of ¿anti-fog error¿ was not detected. The most probable cause of the fiber bonding in the outer tube area (damaged distal end), cracked cover glass of the insertion section, and cut protector of the video cable section was traced to user. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had anti-fog error message.

Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had error message/communication error. The issue happened during inspection/preparation prior to an unspecified procedure. There were no reports of patient harm.